Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the drawers were misconfigured, so the station was failed to open the correct drawer. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawers were misconfigured. A technical support specialist confirmed that this was possibly not a hardware issue, but maybe incorrect assigning of the physical medication itself on the matrix drawers or a possible configuration issue which needed to be done on database. According to the customer, the supervisor in the oss (off site storage) department was going to take care of this. The case was closed.